Event description:
It was reported the patient's ipg was unable to connect to the patient's external devices following and ipg surgical procedure on (B)(6) 2019 (reference MFR. Report# 1627487-2019-02033 and 1627487-2019-02034). Tech services was unable to resolve the issue. As such, a company representative met with the patient on (B)(6) 2019 and was able to successfully resolve the issue via troubleshooting /reprogramming.